Event description:
It was reported that during an unknown procedure, the subject device had error code e224 communication error. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "error code e224 - camera head communication erro" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged cable unit, cut on cable and cable failed leak test. The most probable cause of the complaint is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unknown procedure, the subject device had error code e224 - communication error. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.